Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the resection of the uterus, the loop snapped off of the device. The procedure was halted, the broken loop retrieved, and the procedure was completed with a new electrode loop. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Mfg date: 03/2017 exp date: 01/2022